Event description:
In 2005, noted to have deflation right breast implant. 1998, pt underwent bilateral subpectoral conversion with saline implants. In 2005, pt underwent removal of deflated right breast implant. Replaced with 270cc saline implant.